Manufacturer narrative:
The computer and axiem were returned for evaluation. The reported issue was not able to be duplicated by medtronic personnel. Both devices were fully functional and showed no anomalies.

Event description:
A medtronic rep reported that the software froze in multiple parts of the software, and that the axiem also indicated it was not connected. There was no pt present.